Event description:
It was reported that during an infusion on a patient, pump alarmed and displayed error code 703. Pump was removed from the patient and sent to biomedical engineering for investigation. There was no resultant patient complication.